Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 14:02pm and 14:06pm on 21 june 2019, as evidenced by the discrepancy between the measured, and calculated ethanol concentration in bottle 3. Although a user affirmed in the instrument software that the reagent concentration in bottle 3 (ethanol) was to be set to the default value of 100% at 14:06pm on 21 june 2019, the measured ethanol concentration of 90% on 01 july 2019 indicates that the reagent in bottle 3 had actually been replaced with ethanol at a concentration of approximately 91% rather than 100%. This contention is based on the fact that the ethanol concentration in bottle 3 should have decreased by approximately 1.24% only following processing of 623 cassettes from the 11 processing runs executed in either retort a or b between 21 and 26 june 2019 rather than the measured decrease of 10%. Manufacturer evaluation of the instrument logs showed that bottle 3 (ethanol) was not in contact with the corresponding sensor for approximately 3 minutes and 38 seconds from 14:02pm on 21 june 2019, which is sufficient time to replace the reagent. The station properties were reset at 14:06pm on 21 june 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 3 was to be set to the default concentration of 100%. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 3 (ethanol) was used for the final dehydration step in a total of 11 protocols executed in either retort a or b between 21 and 26 june 2019. As the minimum final reagent concentration required for ethanol is 98%, the quality of tissue processing from the 11 protocols executed in either retort a or b between 21 and 26 june 2019 would have been adversely impacted by the incorrect user actions. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
On 27 july 2019, leica biosystems received a complaint regarding "over process tissue" from a number of 4 to 6 hour processing runs for routine tissue. The complainant advised that no error code(s) had been displayed and reagents had been replaced "after first run affected issue not resolved." On 01 july 2019, a leica applications specialist-core histology (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented that "issue seems to start with a run failure in retort b on 6/21/2019 13:55 due to a block bottle vent, bottle #3. That bottle was subsequently [sic] reset on 6/21/2019 at 14:06"; and the reagent from bottle 3 (ethanol) had been used for the final dehydration step in all protocols executed since 21 june 2019. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The measured ethanol concentration in bottle 3 was 90% and the calculated concentration was 98.6%. The fss also documented that a leica field service engineer (fse) had verified on 28 june 2019 that the instrument was operating within specification as the results for minimum verification tests passed. On 08 july 2019, the fss received information from the complainant that all tissue involved in this event was able to be diagnosed.